Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the pump is evaluated, a supplemental report will be filed.

Event description:
It was reported that the pump rebooted without user intervention.